Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for four patient samples. Of the data provided, only the results for three patient samples were reportable malfunctions. Patient 1 initial result was 4.68 miu/ml. Repeat (B)(6) 2014 on another analyzer was 0.100 miu/ml. Repeat (B)(6) 2014 on the original analyzer was 0.100 miu/ml. Repeat (B)(6) 2014 on another analyzer was 0.100 miu/ml. Patient 2 was a (B)(6) female. The initial result on (B)(6) 2014 was 1.22 miu/ml. Repeat (B)(6) 2014 on another analyzer was 0.100 miu/ml. Repeat (B)(6) 2014 on the original analyzer was 21.11 miu/ml repeat (B)(6) 2014 on another analyzer was 0.100 miu/ml. Patient 3 was a (B)(6) female. The initial result on (B)(6) 2014 was 4.54 miu/ml. Repeat (B)(6) 2014 on another analyzer was 0.100 miu/ml. Repeat (B)(6) 2014 on the original analyzer was 0.100 miu/ml. Repeat (B)(6) 2014 on another analyzer was 0.100 miu/ml. The erroneous results were not reported outside the laboratory. The result of 0.100 miu/ml was reported for each patient. The patients were not adversely affected. The hcg+b reagent lot number was 177537. The expiration date was requested, but was not provided. The initial investigation could not determine a specific root cause. Based on the provided analyzer alarm data regarding sample aspiration messages, an issue with the quality of the sample was suspected. Based on the analyzer performance data, calibration and qc data, a general reagent or instrument issue could not be identified.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.